Event description:
Customer reported being hospitalized due to high blood glucose levels and hypoglycemic seizure. Customer having problem with pump display, troubleshooting was performed and pump is returning for analysis.